Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address reported event. Fse confirmed reported issue and reproduced error during startup. While troubleshooting, fse discovered that when the barcode reader was loose and not working, the customer attempted to reseat the connection for the barcode reader and it shorted terminals in the plug causing the fuse to blow. Fse replaced the main board f1 fuse to resolve the issue and made sure barcode reader was seated and working properly. Fse validated the analyzer by running quality control without error and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no other similar complaints found during the searched period. The aia-900 operator's manual under section 12: flags and error messages states the following: [3131] main f1 +5v fuse blew cause: blown +5 v fuse of main f1 was detected. Sampling will be interrupted. Action: please contact tosoh local representatives. Check the main f1 fuse. The most probable cause of the reported event was due to loose barcode reader connection and failure of fuse.

Event description:
Customer reported getting error "3131 main f1 +5v blew" on the aia-900 analyzer when trying to scan labels. Customer rebooted the analyzer but error persisted. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for intact parathyroid hormone (ipth). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.